Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient had an abscess in their abdomen at one of the infusion site. The patient was prescribed by intra-venous antibiotics and daily dressing and packing changes. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.